Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 550mg/dl. The customer's most current level was 240mg/dl. The customer believes the pump may not be delivering insulin due to the levels not coming down. The customer was advised that troubleshoot for the high blood glucose levels would have to be conducted, but the customer declined. The customer was advised that there may be a site related issue. The customer is being sent replacement sets. No further assistance provided at this time.